Event description:
It was reported that during incoming inspection, the cardiosave intra-aortic balloon pump (iabp) had foreign bodies found within the product. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
This report is being cancelled as it is not a cardiosave iabp product. This report was erroneously created under this reporting system.

Manufacturer narrative:
Please revert sections d, e and h to blank.